Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 23/jul/2019. Additional information: b5, d10, g3, h3, h6.

Event description:
Additional information noted: "orbera balloon was removed from pt just short of the 6 month intended duration due to episodes of vomiting. Removal was initiated the request of the patient to have it removed."

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored, as the shell and center patch were dark yellow in appearance. White particles were noted on the outer surface of the shell. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and the balloon was leaking from five openings on the posterior portion of the shell. Under microscopic analysis the five openings had striated edges consistent with surgical damage from device removal activities. Brown particles were observed on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of device labeling notes the following: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera¿ placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera¿ may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera¿ beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications - possible complications of the use of orbera¿ include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain; either steady or cyclic. Spontaneous over inflation. Warnings: spontaneous over inflation of an indwelling balloon has been reported in patients with orbera¿. Symptoms of balloon over-inflation include intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care.

Event description:
Reported as: a patient with the orbera intragastric balloon was inflated. "Egd to remove orbera igb from patient. Balloon was hyperinflated." Patient expressed discomfort.